Event description:
It was reported that patient enrolled in clinical study and underwent a total knee arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2011, due to instability. The poly bearing was removed and replaced. Patient alleges an additional revision occurred on an unknown date due to an unknown reason. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-02503 / 02504).